Manufacturer narrative:
(B)(4). Date sent: 09/27/2019. Additional information was requested, and the following was received: on what date was the device explanted? The lot number reported 15482 is an invalid lot. It does not correspond to a linx device. What is the lot number for the explanted linx device, lxmc13? Response: lot 9756 size 13. Explanted in (B)(6) 2019

Manufacturer narrative:
(B)(4). Date sent: 09/11/2019. H10: corrected data - the device was received on 09/05/2019. This information was omitted on follow-up mwr-(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 10/16/2019. Device analysis: an x-ray showing a discontinuous linx device was received. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball visible paired with the washer through hole of the adjacent bead. The washer through hole was measured with computed tomography and found to out of specification. The paired weld ball diameter was found to meet specifications. Overall review of the device function and dimensions, excluding the out of specification washer hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot 9756 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Lot 9756 is within the bounding of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2019. Additional information received: lot # 15482 is invalid. It does not correspond to a linx device. The device has been removed. Per photographic evaluation: an x-ray showing a discontinuous device was received. The mechanism/cause of failure cannot be determined from the x-ray provided. Lot number is unknown. No DHR could be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what date was the device explanted? The lot number reported 15482 is an invalid lot. It does not correspond to a linx device. What is the lot number for the explanted linx device, lxmc13?

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What symptoms lead to the discovery of the discontinuous device? When did they begin? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Can you please confirm that the explant of the linx device did take place on "(B)(6) 2109?" If the device was removed on (B)(6) 2019 was a replacement linx or fundoplication done? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared?

Event description:
It was reported that the patient had a linx device implanted on (B)(6) 2016. It appears to be a 13-bead device, lot number 15482. The device has been identified as a discontinuous device. The device is tentatively scheduled for removal and replacement on (B)(6) 2019. Device remains implanted.